Manufacturer narrative:
(B)(4).

Event description:
The patient's spouse reported that the patient passed away. The patient was alone at their apartment replacing the flooring and a co-worker found them on february 21, 2022 (specific time not provided). The co-worker called 911 and when the paramedics arrived the patient was found deceased. When the patient's wife got to the apartment the paramedics had already removed the patient¿s insulin pump, so she does not know if it was running when the patient was found. The patient¿s phone was with the patient and there were no alerts coming from the phone when the wife was there, and she does not know if the co-worker or paramedics heard the cgm app alarming. The wife stated that the autopsy report noted the possible cause of death was diabetic ketoacidosis (dka) due to glucose levels as high as 500 mg/dl from the pathology and toxicology reports. The medical examiner¿s estimated time of death was saturday evening, february 19, 2022. The patient's wife reported that around three years ago the patient had one prior dka event for which they were admitted to the hospital and they had not had any other dka event since that time because their doctor started them on the dexcom cgm at that time. The wife said the patient's cgm numbers historically would not go above 300 mg/dl. The wife reported that the patient did not check their finger sticks after they started using the dexcom since their cgm values were stabilized with using the dexcom. The wife reported that the patient started using a tandem insulin pump around one and a half years ago and the pump interacted with the dexcom cgm, although the wife did not know what specific tandem pump model they were using. She stated that the patient was using an iphone with the dexcom app until around seven months ago when they received a new (B)(4) android phone with a new phone number. She obtained the patient¿s phone back from the authorities after it had been detained; however, they are not able to access the readings as the phone is passcode protected and they do not know the patient¿s login credentials. The wife knows that the patient was alone at the time of the event and feels something went wrong with the dexcom cgm or tandem pump since the devices allowed them to go into dka; she felt something should have alerted them that their bg was going high, or the pump should have been providing the correct amount of insulin to keep the bg lower. The patient's wife was not using the follow app to track the patient's cgm reading. The dexcom investigation reviewed the patient¿s iphone and android cgm data. The investigation showed that the last recorded sensor session for either phone was in (B)(6) 2021. Tandem investigated and was unable to find the patient in the tandem database so no tandem data was available for analysis. The allegation and the probable cause could not be determined. The allegation and the probable cause could not be determined. No additional patient or event information is available.